Event description:
It was reported by a customer in the USA that, an 840 ventilator top display was blank. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the backlight inverter printed circuit board (pcbs). The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. (B)(4).